Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical evaluation, the type iiib endoleak was confirmed. The following were possible contributing factors: the common iliac artery diameter of greater than 2.3 cm; the moderate severe calcifications at the bifurcation and iliac arteries and the tortuosity of the left common iliac artery of near 90°; the use of antiplatelet and anticoagulation therapy; and, the presence of renal insufficiency and the inability to tolerate contrasted surveillance, which might have caused a delay in treatment. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 17 months post implant of a bifurcated device, a limb extension and an suprarenal aortic extension, the patient was seen for routine follow-up. A surveillance ultrasound indicated the patient had an endoleak, on (B)(6) 2015 the physician brought patient the patient to the operating room to do selective angiography to identify source of the leak. The patient's creatinine was elevated so the physician was conscious about contrast volume. The superior mesenteric arteries (sma) were directly accessed to rule out a type 2 leak. Then a graftogram was performed and a bolus of contrast was seen clearly near the bifurcation. A second run was performed with the marker pig at the bifurcation and on the first pulse of the injector, contrast ran out of the graft posteriorly, outside of the bifurcation, indicating a type 3b. The physician chose to reline the original device with a longer main body. Completion angiography showed no leak. The patient was reported to have been in stable condition during the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.